Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that esc button of insulin pump was sticking. Customer stated that there was crack near reservoir area. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked reservoir tube lip noted. The p-cap was able to lock in place. Pump received with intermittent button response due to connector unlocked on lcd board. No button error alarm during testing. Device passed displacement test, self test, off no power test and all operating currents tested within the specification range. No failed battery test alarm were noted. (B)(4).